Event description:
It was reported that the tubing on the port access needle cracked. No other information was provided. (B)(6) 2020 - per FDA air: "I entered patient's room to check in on him while his parents were away an I was covering for the bedside nurse. Patient was in a crib with rails all the way up. I found patient playing his musical instrument in the crib, and looked happy, but something told me to look at his line so I did and found his line backflowing with blood, and the patient was sitting in about 10ml of blood. I immediate stopped his fluids, and checked the cap, and found his port line was broken above the cap." The nurse de-accessed the port, re-accessed the port, and drew cultures.

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of asduf021 showed four other similar product complaint(s) from this lot number. The complaints for this lot number (asduf021) have been reported from the same facility.

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of asduf021 showed four other similar product complaint(s) from this lot number. The complaints for this lot number (asduf021) have been reported from the same facility.

Event description:
It was reported that the tubing on the port access needle cracked. No other information was provided. (B)(6) 2020 - per FDA air: "I entered patient's room to check in on him while his parents were away an I was covering for the bedside nurse. Patient was in a crib with rails all the way up. I found patient playing his musical instrument in the crib, and looked happy, but something told me to look at his line so I did and found his line backflowing with blood, and the patient was sitting in about 10ml of blood. I immediate stopped his fluids, and checked the cap, and found his port line was broken above the cap." The nurse de-accessed the port, re-accessed the port, and drew cultures.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the tubing on the port access needle cracked. No other information was provided.